Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned for analysis and the inner insulation of the lead was extrinsically breached due to a cut. It was noted that there was blood on a defibrillation conductor and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, and the outer insulation of the lead was extrinsically breached due to a cut. The analyst commented that the damage could have occurred at implant. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert was triggered, and there was an unexpected delivery of a ventricular tachyarrhythmia therapy. (B)(4).

Event description:
It was reported less than two weeks after implant, that the patient's implantable cardioverter defibrillator (ICD)nd right ventricular (rv) lead were explanted and replaced. The patient had presented in their clinic on two separate occasions after hearing the device toning. Interrogation revealed oversensing of noise on the rv lead as well as high pacing impedance and an increase in sensing integrity counter (sic) counts, but these could not be reproduced during an examination. The device was reprogrammed to reduce the noise sensing. After the second occurrence and the scheduling of a follow-up appointment, the patient experienced multiple inappropriate shocks that brought them to the emergency department. The device memory was interrogated and troubleshooting performed. Fluoroscopic examination was performed and all connections appeared as expected. The physician decided to replace the lead and device. During the replacement procedure, the physician commented that the setscrew wrench didn't "catch" for about one half turn. The rv lead and ICD were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported less than two weeks after implant, that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted and replaced. The patient had presented in their clinic on two separate occasions after hearing the device toning. Interrogation revealed oversensing of noise on the rv lead as well as high pacing impedance and an increase in sensing integrity counter (sic) counts, but these could not be reproduced during an examination. This was considered evidence of a possible fracture. The device was reprogrammed to reduce the noise sensing. After the second occurrence and the scheduling of a follow-up appointment, the patient experienced multiple inappropriate shocks that brought them to the emergency department. The device memory was interrogated and troubleshooting performed. Fluoroscopic examination was performed and all connections appeared as expected. The physician decided to replace the lead and device. During the replacement procedure, the physician commented that the setscrew wrench didn't "catch" for about one half turn. The rv lead and ICD were removed and replaced. No further patient complications ha ve been reported as a result of this event.